Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. (B)(4) 2014 a medtronic representative, following-up at the site, reported that the surgeon was using navlock trackers with legacy instruments. (B)(4) 2014 a medtronic representative performed a navigation system check-out. Set-up dicom transfers and adjusted images accordingly. Issue resolved. Tested with CT+fluoro and found results much improved. System performing as intended. No further incidents of this issue reoccurring have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a l4-l5 spine fusion procedure, navigation was inaccurate. The inaccuracy was discovered after the post-op spin revealed that two of the screws on l4 were not in the correct position. There was no specific measurement of the inaccuracy provided. The surgeon corrected the two screws without navigation. The surgeon opted to complete the procedure without the use of the navigation system.